Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic with device battery showing eri in less than 3 months. The estimated longevity was over one year during the last check. No recent source of battery drain was noted. The device was explanted and replaced.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.